Event description:
Pt reports they have been having trouble with a defective vyalev pump over the past couple of weeks where it was turning off intermittently without warning. This resulted in some missed doses and adverse effects. Pt said tremors came back from not having med delivered consistently and then also medication was pooling at the infusion site that caused an infection. Md is aware and has prescribed antibiotics and new pump is in process to be delivered by 5/1. Unknown if defective rx is available for return, no further info reported.